Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating a problem with the external paddles. There was reportedly no patient involvement. The fse evaluated the device on-site and determined a failure in the external paddles. The problem was identified during the operational test. The device remains at the customer's site, and no further evaluation is warranted at this time. Based on the available information and the conducted testing, the cause of the reported problem was determined to be a malfunction of the external paddles. The reported problem was confirmed. The external paddles will be replaced to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).